Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the information provided, as the part and lot number required to review the device history records and complaint database was not provided. Although the complaint is non-verifiable, provided information states the product was not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Patient revised due to lack of range, found polyethylene wear on cup.